Event description:
It was reported the subject device had no image. The event occurred during the preparation for an unspecified treatment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "not connecting, no image" was due to a bad cable unit connector. The most probable cause of this complaint is an expected or random component failure, without any design or manufacturing issues. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.